Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patient experienced syncope. It was determined the patient¿s left ventricular lead was non-functional so it was capped on (B)(6) 2017 and replaced. The patient was stable during and after the procedure.